Event description:
PICC was placed in the right saphenous vein, (top of thigh) of the pt, one month before being removed. The PICC line broke at the insertion site, during removal. The pt was sent to the or for surgical removal of the catheter in 2004 and resistance was met when attempts were made to remove the PICC line. Distal portion of catheter was adherent to the vein. Upon pulling the catheter gently, a coating of tissue was noted from within the vein surrounding the catheter. The area of the catheter along the lower side and calf was massaged and the catheter was removed with gentle traction. The pt's condition was reported as improved.